Event description:
The device was used during a pulmonary resection procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.